Event description:
It was reported that the 25khz straight tip got hot during a procedure and it was not irrigating properly because the tubing was incorrectly attached. Once the tubing set up was redone, the device working according the specification and the procedure was completed successfully. No adverse consequence was associated with the device.

Manufacturer narrative:
Additional information will be submitted if the device is received and evaluated.

Manufacturer narrative:
The products have been received at the manufacturer. A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the 25khz straight tip got hot during a procedure and it was not irrigating properly because the tubing was incorrectly attached. Once the tubing set up was redone, the device working according the specification and the procedure was completed successfully. No adverse consequence was associated with the device.